Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history. An assignable cause could not be determined. The air-in-line calibration was verified. No repair is required. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
During review of the event history it was determined that a failure code 810:11 occurred during delivery causing an interruption of delivery. There is no patient injury or medical intervention related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.